Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer communication issues were caused by loose or improperly seated row board cable. The field service engineer (fse) shut down the medstation, removed and secured the back panel, and disconnected/reconnected the row board cables at the drawer control board and cubie trays. The back panel was locked, the station was powered back on, and normal operation was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.